Event description:
As documented in related manufacturer report number 3006705815-2021-06423, the patient had a spinal cord hematoma causing compression and experienced numbness and no feeling in the lower extremities and, as a result, surgery occurred to explant the lead to address the issue. During the same surgery, the ipg was also explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
Related manufacturer reference number: 3006705815-2021-06228. It was reported that patient experienced a burning sensation during an MRI and that the ipg was in MRI mode during the MRI.